Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2009 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2009 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional ventral hernia and umbilical hernia, thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the umbilical hernia was identified, and it was repaired. In the left inguinal region, a large hernia sac was identified with a large amount of peritoneal fat. The sac was excised. Then a perfix plug was placed on the floor of the canal and sewed it to the fascia using sutures.¿ (B)(6) 2009 - patient was diagnosed with left inguinal pain, scar tissue and adhesions, thereby underwent open repair with removal of perfix plug and implant of synthetic mesh. Per operative notes, ¿there were dense scar tissues overlying the external oblique, which was adherent to the mesh. The perfix plug was peeled off from the underlying fascia. The spermatic cord was adherent with the mesh, so it was dissected out along with the mesh. Then a synthetic mesh was placed over the defect using sutures.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It is also alleged that the patient had injury to left testicle due to resection of spermatic cord.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of perfix plug, patient was diagnosed with adhesions, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.